Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that on (B)(6) 2013, she had a low blood glucose (bg) of 24mg/dl. Treated with drink and food, her bg came up to 189mg/dl. She states she was shaky but did not lose consciousness. She also reports a low bg of 49mg/dl on (B)(6) 2013, with feeling of shakiness: bg on this date also came up with treatment of food and drink to her target level. Patient reports she is calling because her health care provider (hcp) wants pump replaced. Patient alleges pump is giving her too much basal insulin: per customer technical support (cts) review of pump tdd adds up to bolus and basal amounts. Basal rate is 1.8u/hr, patient alleges she was getting 4.8u/hour: this could not be confirmed in basal history and patient could not tell how she came to this conclusion. Additionally, the patient also reports having low bg on (B)(6) 2013 in the 60mg/dl range, with symptoms of shakiness. On this day, she was also able to eat and drink to bring bg up to target. This low bg for (B)(6) occurred while she was still on pump. Per hcp, she discontinued pump that day and has been on a back-up plan since (B)(6) 2013. Although no defect found in pump, patient states her health care provider wants pump replaced for patient's low bg's. This complaint is being reported because a patient on pump therapy experienced hypoglycemia, related to an alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the complaint could not be duplicated during the investigation process. Pump history shows from (B)(6) 2013 tdd basals delivered were 11.10u. Tdd basal on (B)(6) 2013 was increased to 22.87u. The tdd basal delivered for the event on (B)(6) 2013 was increased to 43.20u. The pump was found to be delivering within the required specification at the conclusion of the (B)(4) flow accuracy test. Unrelated to the complaint, a pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. This animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.